Manufacturer narrative:
The returned test strips were measured with a reference meter and with a high-level control sample. Testing results (qc range = 2.6 - 3.2 inr): qc measurement 1 = 3.1 inr. Qc measurement 2 = 3.1 inr. Qc measurement 3 = 3.1 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification.

Event description:
It was alleged that a patient received a questionable result when testing with coaguchek xs meter serial number (B)(6). A sample from the patient was tested using the meter, resulting in a value of 4.2 inr. A few minutes later, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.2 inr. The patient's therapeutic range was not provided.

Manufacturer narrative:
The test strips were requested for investigation. A replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The patient is taking clopidogrel. Per product labeling: "testing performed with the following in vitro spiked samples or native blood samples (for testing of triglycerides) indicated no significant effect on test results: -clopidogrel up to 20 mg/dl" section e3: occupation is patient/consumer.